Manufacturer narrative:
Pump has been requested for eval but has not been received. Upon completion of the eval or if additional information becomes available, a follow-up report will be processed.

Event description:
The facility representative reported a pump in which the end of syringe alarm is not working properly. When the syringe is empty, the alarm does not go off. The facilities biomed technician reported this was found during his periodic maintenance check. Biomed technician feels this may be caused by a broken syringe holder. No pt involvement has been reported. No additional information is available.